Event description:
It was reported that the device's emergency button and touch screen were found broken and had functional damage. No patient or procedure was involved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the device's emergency button and touch screen were found broken. It was noted that the allegation was a functional damage. No patient was involved.